Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. Likely manifestations of the peritonitis included: "felt a snap in the stomach", "blood in drain", "slight discoloration", "felt a pain when twisting", and "stomach was sore to the touch". The cause of the peritonitis was unknown. It was reported the patient presented to the hospital for "blood in drain, then came home" however it was not reported if the patient was admitted at that time or if the patient was hospitalized for the peritonitis event. It was reported the patient was "using some heparin" and had antibiotic (unspecified) "in bags". At the time of this report, the patient outcome of this peritonitis event was not reported; however the patient reported "feels much better". Action with pd therapy was not reported. No additional information is available.